Event description:
It was reported that during an unknown procedure, the first staples were malformed after firing. Changed the second device but still had same problem. Changed the third and fourth green reload units but still had same problem. Finally the surgeon changed local device to complete the procedure. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Incomplete-interrupted firing the analysis results found that the 6tb45 device was received with the firing mechanism damaged and without a reload loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. In addition, four reloads partially fired and one reload unfired inside a sample bag were received. The returned reloads partially fired indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). In addition, five reloads inside a sample bag were received.